Event description:
It was reported that the lead was explanted due to perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and found to be within specification.